Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.1 hardware: iphone15.3 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod adhesive was lifting, and she used liquid bandage to help affix the pod to her arm. Later in the night, the patient reported administering insulin due to raised blood glucose levels. At 6am, the patient determined by administering a finger prick that her blood glucose had risen to 600 mg/dl. At this time, the patient was vomiting. She removed the pod and saw that the cannula was bent and dislodged. She deactivated the pod, and her blood glucose was at 548 mg/dl. The patient self-administered insulin to treat the issue. The patient did not seek medical attention. The pod had been worn for longer than 48 hours.